Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.25 x 16mm stent delivery system (sds) was returned for analysis. The unit was returned with the pigtail mandrel inserted and a stent protector not belonging to the device. A visual examination of the crimped stent showed the 3 most proximal struts damaged and stretched in a proximal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via a right artery. The 85% stenosed, 16mm in length, concentric target lesion was located in the severely tortuous, moderately calcified, and 2.25mm in diameter mid left anterior descending artery. The lesion contained <=45 degrees bend. After a 6f non-bsc guide catheter and non-bsc guide wire crossed the lesion, pre-dilation was performed using a 1.5x15 maverick balloon catheter, leaving 70% residual stenosis in the lesion. A 2.25x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. Multiple dilatations were performed and a 2.5x20 promus element stent was then deployed to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.